Manufacturer narrative:
A field service engineer (fse) visited and replaced the stirrer motor and reagent syringe pump. This resolved the issue, parts have been requested to be returned for investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 3 high results reported for bun generated by the unicel dxc 800 synchron clinical system. There was no affect to patient treatment with regard to this event.